Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The history files were read out and analyzed. On (B)(6) 2020 at 1:45 pm a ops 20ml was inserted. A few seconds later a drive test error clawangle-error occurred. The syringe change was repeated. After syringe change the error code "syringe empty" occurred. After a new syringe change the hint "axialsensor open" occurred. The reason for the errors could not be detected. During the visual inspection of the perfusor space, the technician seal on the lower housing as well as all cover caps of the screw pillars were available and undamaged. No damages could be detected. The self test of the device was performed. The device passed the self test with a positive result. The syringe, which was insert for functional test (ops 50ml and 20ml syringe), could be successfully identified and selected in the pump menu. It was possible to bring the pump in operation. The delivery accuracy of the pump was checked (rate 5ml/h). The determined value +0,97% was within specification (+-2%) (according to en iso 60601-2-24). The strain gauge pressure measurement and the motor power limitation was checked according to the requirements of the technical safety check. The device meets the required values and standards. All measured values are within our specification the device was disassembled and the inside was investigated. No damages were found. The complaint could not be confirmed. No technical malfunction could be detected during the investigation of the device history and the measurement of the delivery. The reason for the memorized errors could not be detected.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). If the investigation report is available, a follow-up report will created.

Event description:
As reported by the user facility by bbm sales organization in (B)(4): "over infusion". Customer information: syringe b.braun ops 20 ml was inserted in the pump. Drive head moved to syringe plunger and claws caught the plunger. Infusion line was connected to bypass of the basic infusion. Nurse would like to enter the infusion setting, but an error message "initiate change" was occurred. Driven head was moved out for syringe change and moved again to syringe plunger. During the moving of the drive head nurse spoke with a colleague and she recognized an acoustic sound for catching the syringe. She looked to the syringe and saw that drive head was much moved in and the syringe was completely empty. Further an error message "control wing sensor" was screened.